Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that after tka patient has ongoing pain and swelling and a revision surgery was performed.